Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. It was reported that a screw backed out past the locking mechanism at the top level of a 3 level resonate plate located at c5-c7. The original surgery date is was (B)(6) 2024. The back-out was discovered on follow up images 06/04/2024. The image provided shows several millimeters of the screw being proud of the plate at the top level of the 3-level plate. It was reported that the surgeon uses a drill under power through the drill guide for each screw hole and uses fixed angle screws at the bottom of the plate. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was also reported that the patient is asymptomatic and there is no plan to revise at the moment. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.